Manufacturer narrative:
Depuy spine has requested return of the driver for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Event description:
International affiliate reports the tip of the viper2 x-tab polyaxial driver broke off of the instrument. Reports the breakage was found during inspection of a returned loaner kit. It is not known where/when breakage occurred. There was no adverse outcome or malfunction reported. Although it cannot be confirmed, it is likely that the tip would have been broken in use and this could have gone undetected by the user, leaving an unintended portion of the device within an implanted screw. As such, a medwatch report is being filed to document this event.

Manufacturer narrative:
Visual examination of the returned driver confirmed the tip to have broken off. Review of device history records confirmed the instrument was manufactured to specification requirements. The root cause cannot be positively determined. However, the application of atypical force upon the driver during screw insertion can result in this type of breakage. At this time, the complaint is considered to be closed.